Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the pacemaker exhibited undersensing. No intervention was performed and the patient was in stable condition.